Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the patient went into hemorrhagic shock, experiencing loss of blood and decreased blood pressure. The patient received treatment of dopamine and noradrenaline infusion, and a transfusion of red cells concentrate. The patient is enrolled in (B)(4) study. No further patient complications have been reported as a result of this event.